Event description:
It was reported that the right ventricular (rv) lead had apparently fractured some months ago. There was a spike in impedance and a polarity switch to unipolar. A lead replacement was planned; however, a venogram indicated that the patient¿s left subclavian vein was occluded so the lead remains implanted but inactive and a new system was implanted on the patient¿s right side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The rv pace impedance was steady at (B)(4) ohms through (B)(6) 2014, then began to rise and was greater than (B)(4) ohms by (B)(6) 2015. The lifetime maximum rv pace impedance measurement is (B)(4) ohms. (B)(4).